Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in the operating room for an unrelated procedure. Upon connecting the right ventricular lead to the new device, it was noted that the lead exhibited fluctuating high impedance. The physician elected to cap the lead on (B)(6) 2016 and it was successfully replaced. The patient was in stable condition post event.